Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after ablation procedure, the patient received an inappropriate shock due to t-wave oversensing. The pocket was opened to reposition both leads. Repositioning was unsuccessful. The leads were explanted and replaced.